Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 98-130mg/dl fasting. Verified the strips expire 11/15/2016. Customer confirms the strips are stored in the kitchen and were first opened on (B)(6) 2015. Reviewed meter memory: 131mg/dl, fasting: yes; 138mg/dl, fasting: yes; 216mg/dl, fasting: yes; 99mg/dl, fasting: yes; 299mg/dl, fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage or user had an inaccurate reference.